Manufacturer narrative:
Section d1 brand name corrected. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Section d9 has been updated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 54 year old male with a history of hypertension, diabetes, sleep apnea, obesity, bipolar, anxiety, asthma, and heart failure with a residual ejection fraction of 35% presented with worsening shortness of breath and lower extremity edema. While primarily placed on an intra-aortic balloon pump, the decision was made to escalate to an impella 5.5. On the intensive care unit, the patient suffered multiple episodes of ventricular tachycardia requiring medication and device repositioning. After 16 days of support, a controller error alarm occurred and the console was exchanged without documented consequences to the patient. After an off-label prolonged 46 days of support, the patient was successfully bridged to a permanent left ventricular assist device. Aic - controller failure/error and false alarm during impella 5.5 support, there was an issue with the automated impella console (aic) that triggered a controller error (yellow alarm) on day 38 of support. The abiomed representative identified this alarm occurred while reviewing console history after the patients cases had ended. The hospital staff did not reach out to impella team about the alarm when it occured and no mentions of further issues with the aic were noted in patient update notes. This indicates that it was a false alarm, as it resolved itself with no action taken and did not persist beyond its single occurence. As a result, there was no patient consequence caused by this event. 5.5 - device in wrong position additionally, the impella 5.5 was determined to be in the wrong position via an echo approximately 7 hours post-implant. The device was too deep and subsequently repositioned by pulling the pump back.